Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: an end user of the ultra pro 4mm reports that on a complete box ((B)(4)) about ten had to be thrown away (clog). Problem already encountered with the previous box.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: an end user of the ultra pro 4mm reports that on a complete box (500026414b) about ten had to be thrown away (clog) problem already encountered with the previous box.